Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: during functional testing, the reported deflation difficulty could not be confirmed. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
Reportedly, the patient presented with transient speech arrest and had several cardiac risk factors making him high risk for surgery. The patient was diagnosed with a 90% stenosis on one side of the heart and an 80% stenosis on the other side. After use of the viatrac balloon for post dilatation of an unknown stent in the left internal carotid with mild tortuosity and heavy calcification, the viatrac balloon would not deflate. Ultimately, the viatrac balloon was withdrawn inflated from the patient anatomy. The patient did not experience any symptoms during the removal; however, after the removal the patient experienced a subarachnoid bleed. The subarachnoid bleed was treated with intubation to protect airway, reversal of anti-thrombotics using protamine and platelets and the blood pressure was lowered to prevent expansion of the hemorrhage. After the bleed, the patient was permanently aphasic and weak on the right. The brain hemorrhage led to coma. The family withdrew aggressive care and he died on sunday. The physician stated the subarachnoid bleed was not related to the viatrac but was related to the procedure. No additional information was provided.